Event description:
It was reported that the bd connecta¿ 3-way with bd q-syte¿ leaked. There was no report of patient impact. Patient experienced blood leakage during device usage. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse checked the tap and a leak appeared. The nurse had two blood leaks on this same line for no apparent reason.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ 3-way with bd q-syte¿ leaked. There was no report of patient impact. Patient experienced blood leakage during device usage. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse checked the tap and a leak appeared. The nurse had two blood leaks on this same line for no apparent reason.

Event description:
It was reported that the bd connecta¿ 3-way with bd q-syte¿ leaked. There was no report of patient impact. Patient experienced blood leakage during device usage. The following information was provided by the initial reporter, translated from french to english: the nurse checked the tap and a leak appeared. The nurse had two blood leaks on this same line for no apparent reason.

Manufacturer narrative:
H6: investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.